Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A hcp reported that the patient reported receiving a shock and feeling a rapid heart beat immediately afterward. Three days later, the device was interrogated and showed atrial fibrillation with rapid ventricular response. A hcp stated the shock was inappropriate. The patient's medication dosage was increased and the lead remains in use. No further patient complications were reported as a result of this event.